Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited long charge times. The physician was dissatisfied with the longevity of this ICD.